Event description:
It was reported that the patient received three ineffective shocks during a ventricular tachycardia episode. The episode terminated and the patient had normal sinus rhythm. The device was noted to have had a power on reset and the voltage of the therapies provided were low which indicated a possible issue with the lead. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received three ineffective shocks during a ventricular tachycardia episode. The episode terminated and the patient had normal sinus rhythm. The device was noted to have had a power on reset and the voltage of the therapies provided were low which indicated a possible issue with the lead. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). Product performance information was also returned and analyzed. Low resistance/impedance was noted as the save to disk file shows during the 3 - episode 67, vfrx1 to 3 defibrillations, hv-impedance was 0 ohms, on (B)(6) 2012 in the timeframe between 05:03:08 and 05:03:17. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2012. Programmer data shows "rv pacing impedance > 3000 ohms" on (B)(6) 2012 02:15:07. Additionally one patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2012. Programmer data shows "rv defib impedance >200 ohms" on (B)(6) 2012 02:15:07.